Event description:
It was reported that the patient with an artificial urinary sphincter (aus) complained of recurring incontinence, and that the device was not cycling. A surgical procedure was performed to remove and replace the aus. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.